Event description:
Additional information was received reporting the ipg was explanted and replaced. Effective therapy was restored post-op.

Manufacturer narrative:
A patient experiencing ineffective therapy was reported to abbott. The ipg is no longer holding a charge. The ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing ineffective therapy. As a result, surgical intervention may occur at a later date to address the issue